Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. The foreign material may hot have been removed because reprocessing was not conducted properly due to leak at the a-rubber. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign object in the nozzle, foreign objects in the plastic distal end cover, foreign objects in the adhesive around objective lens, foreign objects in the adhesive around the light guide lens and foreign objects in the bending section cover. There were no reports of patient involvement.